Manufacturer narrative:
Product ID 8840, serial# (B)(4); product type programmer, physician.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving sufentanil, bupivacaine, and morphine via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. On (B)(6) 2015, a bridge bolus programming error occurred, the drug dose was incorrectly entered. The hcp changed sufentanil from the secondary drug to be the primary drug, along with changing the concentration of that drug. On the bridge bolus screen, the hcp programmed the old drug desired dose based on the new primary drug concentration (sufentanil), not the old drug (morphine). The hcp entered 75 mg/day for the old desired dose for morphine. Prior to the bridge bolus on (B)(6) 2015, the pump was used to infuse sufentanil 100 mcg/ml at 73 mcg/day, bupivacaine 10 mg/ml at 6.66 mg/day, and morphine 15 mg/ml at 10 mg/day. Following the bridge bolus, the pump was programmed to infuse sufentanil 120 mcg/ml at 75 mcg/day, bupivacaine 10 mg/ml at 6.25 mg/day, and morphine 15 mg/day at 9.375 mg/day. Following the bridge bolus, morphine was programmed as the secondary drug. The patient experienced leg weakness. No intervention w as planned, the hcp reported the bridge bolus completed and at the time of report the patient was on normal programmed dosing.